Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after training and initial use of the ilet with an inset infusion set and humalog, the user experienced sustained hyperglycemia with glucose rising to approximately 450 mg/dl despite automated dosing and a total of about 120 units delivered over roughly 12 hours, and they subsequently disconnected from the ilet and administered subcutaneous insulin by pen, after which glucose returned to range; the agent suspected an infusion issue such as a bent cannula. Symptoms included hyperglycemia without reported acute complications. Outcomes included prolonged time above range and interruption of pump therapy with transition to backup subcutaneous insulin; no professional medical intervention or hospitalization occurred. Investigation included complaint intake, user interview, and troubleshooting. Investigation of this case revealed suspected infusion set failure or supply issue, though confirmation was not possible because the supplies were discarded. It was concluded that the event was consistent with hyperglycemia due to an undetermined cause related to infusion delivery, and user was advised to seek support before reconnecting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.